Event description:
Case reference number (B)(4) is a literature report detected on 03-jun-2017 by medical affairs department during a literature screening. This case was identified from the literature article goldman mp. Cosmetic use of poly-l-lactic acid: my technique for success and minimizing complications. Dermatologic surgery 2011;37:688-693. A female patient of unknown age received treatment with sculptra (plla) to temples. Immediately before treatment the skin was cleansed with an alcohol pad. Sculptra was reconstituted at least 24 hours before use using 7 ml of bacteriostatic water per vial. Just before use, 1 ml of 1% lidocaine with epinephrine was added to the vial, which was then agitated using a vortex genie mixing device. The plla slurry was then transferred to 3-ml syringes attached to a 1.5-inch, 26-g needle. The reporter mentioned that the immediate and vigorous mixing technique before placing the plla slurry produces a foamy substance, but when drawn into the 3-ml syringe, the slurry appears as a liquid with minimal bubbles. The sculptra was injected using a fairly forceful pressure just above the periosteum in the temple. A 1 to 3-ml bolus injected into the temple and then firmly massaged into the desired position to neutralize the atrophic temporal area. Post treatment, the patient was instructed to massage treated areas for 5 minutes five times a day for 5 days. Unknown time later treatment the patient developed visible, subcutaneous nodule in the inferior eyebrow region that probably occurred through migration from a temple, supra-eyebrow injection which resolved 4 weeks after excision. The patient also underwent a fractionated ablative resurfacing procedure at the time of the nodule excision.